Event description:
It was reported that: at the beginning of a case, the user was unable to manually or automatically ventilate the pt. The machine was replaced to complete the case. No pt injury. This was the first case of the day using the ventilator. The machine was used prior for an IV case, but the ventilator was not in use.